Manufacturer narrative:
The t:slim x2 user guide states : do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the pump went through a computed tomography (CT) scanner, and subsequently a malfunction occurred. Customer's blood glucose level was 204 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy available.